Manufacturer narrative:
Damage/plastic deformation on the face of the liner, as well as damage to the lock, was likely created during removal of the liner from the shell. The articular surface of the liner displayed burnishing and light scratching. Total linear penetration was estimated to be 5.9 mm using silicone mold replication. The appearance of the articular surface of the liner showed no unexpected features.

Event description:
It was reported that revision surgery was performed.